Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited minute ventilation chop in regards to grounding. A bad connection was suspected. The physician went in for a lead revision and found the connection to be good. The pace impedance increased to greater than 2500 ohms. Due to being unable to find the source of the previous observations in regards to minute ventilation chop and grounding, the physician elected to explant both the device and ra lead. No adverse patient effects were reported.